Manufacturer narrative:
Submit date: 8/25/16. A device history record review cannot be performed as no lot number provided by the customer. The reported condition is not confirmed as no sample available for evaluation. This issue has been determined to be an event with minimal risk as cracked container should not be used. Before use container/lid needs to be inspected for any damage per IFU. The potential root cause has been determined to be user error and misuse for product transportation. The product was delivered from cardinal health in the original medtronic packaging (10 each/case) to the main va in lexington. The main va in lexington broke down the containers single pieces and ships them to the out-based va clinics. Per the va mspv lexington (out-based clinic that noticed the crack): the containers are received loosely in a box, not in the original medtronic box. Formal investigation: based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This issue has been determined to be an event with minimal risk as cracked container should not be used.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
The customer reports a nurse was removing a full sharps container to be replaced. There was a moderate sized hole in the bottom of the container. A few needles and empty injection vials fell to the floor. There were no injuries or needle sticks.